Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced mild discomfort when sleeping due to ipg being mobile in the pocket. The patient underwent a revision procedure wherein the ipg was relocated and repositioned. The patient was doing well postoperatively. Nothing was explanted during the procedure.